Event description:
Post procedure the patient developed a 9cm pseudo aneurism which had to be surgically treated. A covered stent was placed by a vascular surgeon at a different hospital. The patient also developed a staph infection with positive blood cultures. Wound site was clean post procedure. The procedure was performed (B)(6), 2010, but was not reported to ev3 until (B)(6), 2012.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information was requested. Should we receive the information a supplemental report will be sent. Device discarded at hospital.